Event description:
It was reported that during a procedure involving a faradrive steerable sheath, air was noted in the device. There was no problem when inserting farawave catheter into the sheath. When they entered the left atrium la and drew reverse blood after treatment of all 4 pvs and post mapping, no air was noted. An event has occurred where air is withdrawn from the sheath distal side when the catheter is removed. Air was observed in the sheath, but there was also no cerebral infarction or st-segment elevation due to it. No air was found in the body. The procedure was completed using the original device and no patient complications were noted. The device is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.